Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 199 mg/dl vs 126 lab. Tests were done within 10 minutes with a difference of 58%. Patient did not expeirence any adverse events. No further information has been reported.